Event description:
Pt came to facility on 12/6/96 with indwelling foley catheter. On 12/8/97 pt complained of pain at catheter site, urine cloudy w/bloody sediment. Dr notified and order received to change catheter. Upon removal of foley catheter a second catheter part protruded from meatus. This was also easily removed with tip intact-4.5 inches long. Pt admitted from another facility.